Event description:
It was reported that the brakes were not functioning properly after the bed brake kit was installed. Reportedly, the kit was originally not properly installed. No injury to pt or user was reported.